Manufacturer narrative:
(B)(4). Evaluation results: (endoleak), (type 2 endoleak).

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of a 6cm abdominal aortic aneurysm approx 24 months ago. Vessel morphology at the time of implant was reported as the aortic neck changes from 21 mm in diameter at the renal arteries and 30 mm distally the diameter is 29 mm in diameter. Currently, the aortic neck is short measuring 1-1.5 cm and it was funnel shaped. It ws reported that a recent CT demonstrated that the stent graft has migrated and is 1 cm below the renal arteries with a type 1 endoleak present. They will be treated in the next month. No additional clinical sequelae reported, and the pt is fine. The pt was treated with a 28 mm aneurx cuff followed by a 28 mm talent cuff and a palmaz stent. There was still a small endoleak; however, it was determined, the endoleak was a type 2. No further intervention was performed at this time. Approx 1 month ago, it was noted there was increase in the aneurysm size due to the type 2 endoleak and the physician elected to explant the stent grafts (see MFR #2953200-2010-101653 and 2953200-2010-02628). The explanted stent graft was discarded by the user facility.